Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with her infusion sets bending. The customer's blood glucose reading was 121 mg/dl. The customer stated that the day before her blood glucose reading was 474 mg/dl and she treated with the insulin pump. The customer stated that her belt clip broke. The customer declined to troubleshoot. The insulin pump was not replaced or returned.